Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stones performed on (B)(6) 2025. During preparation outside the patient, when the device was unpacked, saline was injected normally but it was noticed that the cutting wire was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stones performed on (B)(6) 2025. During preparation outside the patient, when the device was unpacked, saline was injected normally but it was noticed that the cutting wire was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: (investigation result) the returned ultratome xl was analyzed, and a visual evaluation noted that the working length was twisted and bent at the distal section, the cutting wire was not kinked but was misaligned with the working length because of the twist. No other problems with the device were noted. The reported event of cutting wire kinked was not confirmed. Upon analysis, it was found that the working length was twisted and bent at distal section, the cutting wire was not kinked but was misaligned with the working length because of the twist. Based on the condition of the device, it is most likely that as part of the device manipulation during preparation an excess of force was applied in order to get the device out of the package or during mandrel removal. Based on all gathered information, the most probable root cause is adverse event related to procedure.